Manufacturer narrative:
H6: investigation summary one photo was received by bd for evaluation. A quality engineer was able to review the photo of a syringe 10ml ll bns from lot #2112632 regarding item #301029 with the reported complaint of "barrel / flange damaged". The photo was examined, and the the most probable root cause for the damage referenced in the complaint is crushing happening after the manufacturing process. The defect identified in the complaint most likely did not originate during the manufacturing process. A review of the device history record was completed for batch# 2112632. All inspections and challenges were performed per applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have a complaint for one of your syringes. Complaint description: syringe is damaged at the back. A picture is available and will be forwarded. Following lot is in use: 2112632 can you please investigate this complaint? - review of the batch related documentation of this lot - root cause - corrective/preventive actions.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have a complaint for one of your syringes. Complaint description: syringe is damaged at the back. A picture is available and will be forwarded. Following lot is in use: 2112632. Can you please investigate this complaint? Review of the batch related documentation of this lot. Root cause. Corrective/preventive actions.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.